Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event of stent migration. Reported event of stent difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered biliary rmv stent was implanted on an unknown date in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The stent was implanted for treatment of chronic pancreatitis according to the complainant, on (B)(6) 2016, a procedure was performed for stent removal. The physician noted that the stent had migrated up into the common bile duct and the stent could not be retrieved during the removal procedure. The procedure was completed by placing another wallflex biliary stent through the existing stent. The patient's condition at the conclusion of the procedure was reported to be stable.